Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter (oil) on the cannula with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion : based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter (oil) on the cannula with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® flashback blood collection needle has been found containing foreign matter before use. The following has been provided by the initial reporter: before use, the customer found fm on IV cannula. 2 actual sample will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® flashback blood collection needle has been found containing foreign matter before use. The following has been provided by the initial reporter: before use, the customer found fm on IV cannula. 2 actual sample will be returned.